Event description:
It was reported that the user received alert 39 indicating an insulin shaft encoder failure; the pump did not rewind during a dry run after a restart attempt, consistent with a failure to infuse and implicating the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a failure to infuse associated with the plunger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.